Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 1400 mg/dl and other blood glucose value at the time of incident was 605 mg/dl. Customer was in emergency room as a result of high blood glucose level. Customer treated for high blood glucose level with insulin pump. The customer was treated with insulin drip in hospital. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.